Manufacturer narrative:
Device evaluated b MFR: returned product consisted of a coyote balloon catheter. Microscopic examination revealed a pinhole and kinks in the inner shaft within the balloon, which is consistent with interaction with the product mandrel during preparation or interaction with a damaged guidewire there was no other damage revealed. Functional testing was not possible due to the kinks in the inner shaft.

Event description:
It was reported that shaft perforation occurred. The 90% stenosed target was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, when the guidewire was inserted into the tip of the balloon resistance was met on the mid-way and it penetrated through the shaft and the guidewire protruded. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft perforation occurred. The 90% stenosed target was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, when the guidewire was inserted into the tip of the balloon resistance was met on the mid-way and it penetrated through the shaft and the guidewire protruded. The procedure was completed with a different device. There were no patient complications nor injuries reported.